Manufacturer narrative:
Examination of the returned device confirms the complaint; the internal threaded inserter and the outer guard components are stuck together at the first set of threads on the inserter. The first set of threads is extremely damaged. The root cause is attributed to user error. It appears the internal threaded inserter was used without the outer guard component which protects the threads on the inserter. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The stem and retaining inserter will not come apart. The screw hole is stripped.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.